Event description:
A customer reported that a healthcare worker (hcw) experienced symptoms of cough and headache everyday, all day and burning eyes and nose while working near the sterrad nx sterilizer. Medical treatment was sought and an asthma inhaler was prescribed. The central supply supervisor confirmed that the hcw has a history of asthma and was prescribed the inhaler to mitigate her symptoms from the exposure to the odor/smell. Hcw is reported to be allergic to latex. This complaint is being reported because the hcw was treated with an inhaler. There is no additional information at this time. In the event additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Correction: device available for evaluation? Corrected "no" to "yes" and "returned to manufacturer on: 11/29/12." Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (march 2012 through november 2012) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from january 2013 through december 2013 and revealed a significant trend which is addressed in CAPA. The trending for problem code human reaction (january 2013 through december 2013) revealed the highest risk is considered broadly acceptable. The fmea revealed the risk priority number (rpn) scores are below 100 and is considered acceptable. The shuma indicates the risk is broadly acceptable for moderate level injury and as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. A field service engineer arrived onsite and replaced the catalytic converter to resolve the odor issue. The unit was left in working order. The catalytic converter was returned and tested. The catalytic converter exhibited an odor. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.